Manufacturer narrative:
After battery installation device gave a blank display due to cracked or bleeding lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the lcd screen had black mark in the middle and customer was unable to read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.